Event description:
The patient reported that they felt a "ticking of a clock" sensation in their heart. The patient also reported that during their device implant, the physician had difficulty with the second lead and punctured their lungs. The patient reported feeling worse than before the device was implanted. Follow up indicated that the patient has had the device programming adjusted several times since implant. The device and leads remains in use. No further patient complications have been reported as a result of this event. It was later reported that the ticking sensation was caused by diaphragmatic stimulation. The device was reprogrammed. It was also reported that during the lead placement, the physician grazed the lungs which resulted in pneumothorax that resolved on its own. The leads remain in use.

Event description:
The patient reported that they felt a "ticking of a clock" sensation in their heart. The patient also reported that during their device implant, the physician had difficulty with the second lead and punctured their lungs. The patient reported feeling worse than before the device was implanted. Follow up indicated that the patient has had the device programming adjusted several times since implant. The device and leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.